Manufacturer narrative:
Investigation summary, with all the available information, boston scientific concludes that the visual examination of the pump did not identify any leaks; however, the functional testing of the device identified that the pump failed the activation test. Product analysis concluded these activation issues could affect the functionality of the pump. Based on this observations, the reported allegation of pump collapsed/dimpled/flat was confirmed. Device history record (DHR), the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis : visual examination of the device did not identify any leaks. Functional testing of the device identified that the pump failed the activation test that verifies that with the pump in the deactive state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf (pound-force) with no back pressure on the cylinder to the pump. Product analysis concluded these activation issues could affect the functionality of the pump. Investigation conclusion : based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working properly. The physician and nurses tried troubleshooting the device but the issue was not resolved; when the pump was pressed, it stayed dimpled. Two weeks after the visit, the patient underwent a surgical procedure in which his pump was explanted and replaced. After the procedure, the patient was retrained in how to use the pump and the device was tested several times to ensure it worked as intended. The patient got better after the procedure and remains stable.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device as not working properly. The physician and nurses tried troubleshooting the device but the issue was not resolved; when the pump was pressed, it stayed dimpled. Two weeks after the visit, the patient underwent a surgical procedure in which his pump was explanted and replaced. After the procedure, the patient was retrained in how to use the pump and the device was tested several times to ensure it worked as intended. The patient got better after the procedure and remains stable.